Event description:
International affiliate reports that when trying to insert the screw into the pedicle, the screw extension instrument that was being used popped off with the head of the screw still attached to the instrument. However, the shank of the screw had sheared off and remained in the patient. The screw shank was removed. There was a delay in surgery in excess of 30 minutes. The viper cortical fixation fenestrated screw has not been cleared for market in the u.s.

Manufacturer narrative:
Examination of the returned screw found the screw head had broken off at the base in the area where the screw head meets the shaft. The flex ball was also broken. Review of the lot history found the lot of 150 units met specification requirements when released to stock in (B)(4) 2011. No other complaints have been reported for this production lot. A CAPA was previously opened for similar events involving large diameter screws. The investigation found that the root cause is most likely related to the higher insertion torque requirements of inserting larger diameter/longer screws, if not optimally prepared using a full diameter and full depth tap prior to screw placement. A CAPA has been opened to further investigate this risk and determine appropriate corrective actions. Based upon the information received and investigation of the returned product, a definitive root cause cannot be determined. A CAPA has been opened to further investigate root causes and determine additional corrective actions to address this risk.